Event description:
It was reported that upon testing, it was found that the device has malfunctioned. However, the pt is able to hear some sound with his implant system.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.